Event description:
It was reported that the patient presented to the clinic after receiving an alert for low, out of range, pacing lead impedance. Noise was seen during isometrics testing. The lead was explanted and replaced.